Event description:
A 36-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2026, reporting that the patient experienced significant skin changes noted after removal of the transducer arrays. Physical examination revealed several areas of skin breakdown with minimal erythema and scabbing, measuring less than 5 mm, and one most significant lesion measuring approximately 1-2 cm. The patient was advised to temporarily discontinue optune gio therapy and to cleanse the affected areas using the least traumatic method possible. During a subsequent appointment on (B)(6) 2026, improvement of the skin lesions compared to the previous week was noted; however, the lesions persisted. At a follow-up visit on (B)(6) 2026, the patient remained on a therapy break, and the lesions continued to be scabbed. An attempt to debride the residual lesion with minimal trauma was unsuccessful, although surrounding lesions were noted to be nearly healed. Referral to a wound clinic for further management and treatment was recommended. On (B)(6) 2026, novocure was informed that the patient remained off optune gio therapy. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the skin inflammation/irritation, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).